Event description:
During the recovery of the filter basket a little resistance was felt. The four radiopaque markers came together as one. After the filter basket and catheter were removed it was found outside the body that the filter basket was missing. The filter was found lodged inside the acculink stent. It was decided not to send the patient to surgery and the dislodged filter basket was left inside the stent; however, later it was decided to try and snare the filter basket. When trying to snare the filter basket, only a piece of the filter was retrieved. The filter moved and the physician was successful in placing another accunet device past the deployed stent and dislodged filter. An additional acculink stent could be deployed compressing the dislodged filter to the stent wall. The patient is neurologically sound and stable with no effects and blood flow is normal. The patient will be monitored and prescribed anti-coagulants. The dislodged accunet filter was described as "awkward" in appearance.